Manufacturer narrative:
Additional narrative; it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a sacrospinous ligament fixation, anterior repair and cystoscopy due to vaginal vault prolapse, cystocele and urethral hypermobility. Following insertion, the patient experienced pain, urinary/bowel problems and bleeding. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to problems with the bladder. (B)(4) ¿ bowel/bladder problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and the uphold were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 07/22/2016.